Event description:
Patient received multiple inappropriate shocks due to lead fracture. Lead also exhibited noise and impedances above 3000 ohms. Lead was capped and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.